Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-03267 and 03268. It was reported the pt experienced intermittent stimulation. An sjm rep was unable to resolve the issue with reprogramming as ineffective stimulation resulted. It was also reported lead diagnostic showed low impedance values.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.